Event description:
Medtronic received a report that the patient's blood vessels were moderately tortuous. When the surgeon used phenom 27 to deploy ped -400-30, the middle section could not be opened, and there was suspected flattening/kinking. Repeated tension increase and tension decrease could not be lifted. The surgeon performed the operation twice by retrieving and deploying, but still could not be resolved. For safety reasons, the system was removed and the medtronic coil was used for filling. The middle of the pipeline was positioned in a bend. The pipeline was not stuck in the capture coil. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from patient. The pipeline was resheathed and removed with the microcatheter. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of an amorphous, unruptured right ophthalmic artery aneurysm with a max diameter of 6.28 mm and a 2.89 mm neck diameter. The landing zone was 2.5 mm distal, 3.0 mm proximal. It was noted the patient's vessel tortuosity was severe. The angiographic result post procedure was good after surgery. Ancillary devices include a ev3 phenom27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: as found condition: the pushwire was returned inside a biohazard bag and a shipping box. There was no braid returned with the pushwire. Visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. No bend was found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker, or proximal bumper. No other anomalies were observed. Testing/analysis: n/a , conclusion: based on the returned device, the customer complaint was not confirmed, as the pushwire was returned without the braid. No damage was found with the pushwire. The root cause could not be determined. Possible causes of failure to open include severe vessel tortuosity, a damaged braid, and deployment of the braid in the vessel bend. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.